Manufacturer narrative:
Pentax model vls-1190stk is classified as exempt, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the united states stating, " no video image" involving pentax model vls-1070stk, serial number (B)(4). The event was reported to occur in the operating room, before use. There was no report of death, serious injury or other significant/important medical event. The customer owned endoscope was received by pentax medical for evaluation on 30-jul-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint of image blackout and also documented the following inspection findings: insertion tube severe crush at stage 1, passed wet leak test, long umbilical cable buckle at junction, long umbilical cable crush, passed dry leak test, short umbilical cable buckle at umbilical connector side, short umbilical cable crush, light carrying bundle has less than 70% transmission, # 4 remote control button cover cracked, hole in # 1 remote control button cover, insertion tube severe crush at stage 2, insertion tube severe crush at stage 3. The device underwent repairs including the following components: o-rings and seals, distal end w/ccd-m pb-free/ntsc, insertion flex tube w/seg pb-free, bending rubber, segment steel braid, distal attaching pin, remote control button(1)pb_free, r.c. Button (4) pb-free, light guide cable for connector, light guide cable long. The endoscope was approved by final qc on 24-aug-2021 and was delivered to the customer under delivery order (B)(4). Model vls-1070stk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service.